Event description:
It was reported that tip detachment occurred. An imager ii angiographic catheter was selected for use. The catheter was placed over a non-bsc guidewire. As the catheter tip was straightened it snapped at the apex of the tip angle. Another imager ii angiographic catheter was selected from the same lot number. Prior to use, the catheter tip was straightened manually to test if tip would break. The tip remained intact, and angiographic catheter was placed over non-bsc guidewire. As the catheter tip was straightened it snapped again at the apex of the tip angle. Another imager ii angiographic catheter was selected from a different lot number. The catheter was successfully loaded onto the non-bsc guidewire and the procedure was completed. Upon removal of the catheter, which had a non-bsc microcatheter within the device, it was noticed on fluoroscopy that the tip of the imager catheter had again snapped. The tip was free floating around the tip of the non-bsc microcatheter. The imager ii catheter and microcatheter were removed successfully from the sheath and patient. After the procedure the scrub nurse stated that the catheter tips felt brittle.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an imager diagnostic catheter with a turemo guide catheter inside the imager. The device was inspected for any damage. It was noticed that the device showed a separated tip approximately 3cm from the tip. No other damage was noticed on the devices shaft. Inspection of the remainder of the device, apart from the observed damage on the box, revealed no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. An imager ii angiographic catheter was selected for use. The catheter was placed over a non-bsc guidewire. As the catheter tip was straightened it snapped at the apex of the tip angle. Another imager ii angiographic catheter was selected from the same lot number. Prior to use, the catheter tip was straightened manually to test if tip would break. The tip remained intact, and angiographic catheter was placed over non-bsc guidewire. As the catheter tip was straightened it snapped again at the apex of the tip angle. Another imager ii angiographic catheter was selected from a different lot number. The catheter was successfully loaded onto the non-bsc guidewire and the procedure was completed. Upon removal of the catheter, which had a non-bsc microcatheter within the device, it was noticed on fluoroscopy that the tip of the imager catheter had again snapped. The tip was free floating around the tip of the non-bsc microcatheter. The imager ii catheter and microcatheter were removed successfully from the sheath and patient. After the procedure the scrub nurse stated that the catheter tips felt brittle.